Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 503 mg/dl and the current blood glucose was 404 mg/dl. The customer treated high blood glucose with manual injection and blood glucose did not go down. At the end of the call the blood glucose was 466 mg/dl. The drive support cap appears to be normal. The insulin pump will not be returned for analysis.